Manufacturer narrative:
Standard functional tests were performed and all results were within specification. A visual examination of the pump showed no damage or debris in the sensor area. The complaint could not be confirmed.

Event description:
Account alleges the pump flow and volume are off.